Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip cover accessory was observed with two holes. The use of tip cover accessory was discontinued. The user completed the procedure using a backup tip cover accessory with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. There was no instrument arcing observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure and no part of the orange surface was visible after installation. The tip cover accessory was not installed beyond the orange range. The installation tool was used. There was no instrument collision and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip cover accessory and completed the failure analysis investigation. The distal end of the unit exhibited localized melting, which indicative of arcing. The unit also have a gouge right below the area that exhibited thermal damage, measuring 0.061¿ x 0.043¿. Material was missing because of the gouge. The unit was also noted with tearing at the mouth on the distal end. The tear was not axially aligned with the unit and the damage was measured to be 0.154¿ x 0.032¿ in length. Review of the provided image by a regulatory post market surveillance analyst is consistent with the two holes in the gray silicone area.